Event description:
The customer reported that during a routine check of the unit, they observed that the battery was not holding a charge and the battery indicator light was not lit. No patient was involved.